Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ syringe plunger was deformed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: photos received for evaluation. Since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Additionally, product defect could be not confirmed from photos provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no root cause identified since product defect was not confirmed.

Event description:
It was reported that the bd luer lok¿ syringe plunger was deformed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the bd luer lok¿ syringe plunger was deformed. There was no report of exposure, serious injury or medical intervention.